Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo-abltion procedure with a polarsheath and polarx balloon. The upper right pulmonary vein cooled, it reached -71 c in 66 seconds and was double stopped. St elevation was then observed and coronary angiogram (cag) was performed, but there was no spasm and no air. The st elevation came back after nitro was given, so the lower right, upper left, lower left, and upper right pulmonary vein cooled again, and the procedure was completed. The patient is stable. The sheath is expected to return.

Event description:
It was reported that during a cryo-abltion procedure with a polarsheath and polarx balloon. The upper right pulmonary vein cooled, it reached -71 celsius in 66 seconds and was double stopped. St elevation was then observed and coronary angiogram (cag) was performed, but there was no spasm and no air. The st elevation came back after nitro was given, so the lower right, upper left, lower left, and upper right pulmonary vein cooled again, and the procedure was completed. The patient is stable. The sheath is expected to return.

Manufacturer narrative:
Visual inspection revealed no anomalies. The sheath passed pressure and aspiration testing but did not pass hemostasis testing. The sheath could not maintain a minimum pressure. It cannot be determined if the compromised valve was related to the reported event. The returned device silicone valve has a likely region of uncontrolled tear. The tear represents a potential leak path and is not optimal for retaining a leak proof seal. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review did not identify any lot/batch numbers recently shipped to this customer prior to event date. T